Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to deploying the clip, it was noted the patient had a restricted posterior leaflet and a large cardiac size. One xtw clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2021, at the patient's 30 day follow up appointment, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflets (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been an outcome of the reported slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.